Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) was difficult to be interrogated. Technical services (ts) recommended field representative for assistance. This ICD remains in service. No adverse patient effects were reported.